Event description:
Device malfunction: none. Symptoms/ae: pain, failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an interventional procedure. Reportedly, when the vessel locator wings were deployed, the pt developed a persisting pain at the access site. The device was removed and the pain resolved. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported,the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.